Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3 & d.6b, h.6. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.1 & h.1. Additional information: section b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made, however the issue did not resolve. I was noted that due to the sound quality issues the recipient refused to wear the device. The external visual inspection revealed the electrode was sliced in the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused the impedance value on several channels to be out of range. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.